Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. While mapping the right ventricle, the patient became hypotensive and tachycardic. Tamponade was confirmed. Pericardiocentesis yielded 95 cc. Remainder of procedure was aborted. No ablation had been performed. Patient was reported to be in stable condition. Multiple attempts have been made to obtain more information about this complaint, but none has been made available.

Manufacturer narrative:
Additional information was received by biosense webster on 8/8/2016 that changes the event description reported in the initial 3500a, sent to the FDA on 8/3/2016: it was reported that a male patient, in his late 60s, underwent a right ventricular outflow tract ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. While mapping the right ventricle, the patient became hypotensive and tachycardic. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 95 cc. Remainder of procedure was aborted. No ablation had been performed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to how he manipulated the catheter in the right ventricle and the stiffness of the catheter. Transseptal puncture was not performed. Sheath was a st. Jude medical 8.5 french short. Generator settings were not provided, as no ablation had been performed. Patient did not receive anticoagulant during the procedure. Additional concomitant products: st. Jude medical 8.5f short sheath, model and lot numbers unknown. Manufacturer's reference number: (B)(4).